Event description:
A customer reported a broken "arm" on a homechoice cassette. This condition was noted during patient use, though no patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.